Manufacturer narrative:
No blank display during testing. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. Low battery alarm not show in the trace/history files on event date. However, found multiple no delivery alarm on 03/04/2025 18:42:39.000, 03/04/2025 18:46:01.000, 03/04/2025 19:11:17.000 during bolus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken belt clip rail. In conclusion, unit passed all required tests and no unexpected blank display, alarm anomaly, no delivery alarm anomalies not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed for the insulin flow blocked alarm and the issue was resolved. Troubleshooting was performed for the blank display and the customer was instructed that the pump would be replaced. The customer reported an insulin flow blocked alarm and it's a past event. The customer reported that the battery compartment and/or springs are damaged and/or corroded. The crack along the battery side of the pump. The customer reported that the pump did not turn on anymore leading up to the event. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1782k was requested and the customer response was the device will be returned.